Event description:
This complaint is being withdrawn as a duplicate of MDR ID #2134265-2019-11518. It was reported that a valvular leak occurred. A patient presented for a transcatheter aortic valve replacement (tavr) procedure. The native aortic valve was calcified and the coronary arteries were low. A 23mm lotus edge valve was implanted. A valvular leak occurred after implant.

Manufacturer narrative:
The event description has been corrected to identify this complaint as a duplicate. Coding has been corrected as this complaint is being withdrawn as a duplicate.

Event description:
It was reported that a valvular leak occurred. A patient presented for a transcatheter aortic valve replacement (tavr) procedure. The native aortic valve was calcified and the coronary arteries were low. A 23 mm lotus edge valve was implanted. A valvular leak occurred after implant.